Event description:
During a post lateral corner repair utilizing a biosure pk 7x20mm screw, lot unknown, it was reported that the surgeon tried to fixate the new graft with the screw, which went in fine. When the surgeon tried to remove the driver from the screw, the driver would not come out. Significant force was required to remove the driver which resulted in the screw pulling free from the bone. Unfortunately the screw has been disposed of. There was a 45 minute procedural delay and no backup device on hand. The original hole was left open, and the surgeon had to fixate the graft in another area using another technique. There were no reported patient injuries or complications.

Manufacturer narrative:
One driver, biosure with hudson adapter part number 72201888, lot number 50286357 was returned for evaluation. The device was measured via independent lab and identified that the critical dimensions that affect the interface between the screw and the driver shaft meet print specification. A review of the device history records identified no issue during the manufacture of this device. A complaint history review identified no additional complaints for this failure mode associated with this lot on file.(B)(4)

Manufacturer narrative:
(B)(4).